Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, diabetes mellitus, smoker, periodontal disease, peri-implantitis, mobility ((B)(6) are same patient).